Event description:
A sion blue was used to wire a vein graft tied in to the left circumflex. When the corsair pro xs was advanced behind the wire, there were no issues until it reached the anastomosis site at the tip. After meeting resistance, within just a few seconds (<10s) of trying to torque and advance the microcatheter, the operator could feel that it had fused onto the wire. Once this was realized, the wire and microcatheter were removed as a unit. The microcatheter was discarded and another workhorse wire was advanced down the vein graft. During this rewiring under live fluoro, we noticed what looked like balloon radiopaque markers located between the graft markers that weren't there before. Patient was under anesthesia when event occurred and was not affected by the part of the device that was left behind in the vein graft. The patient was also hemodynamically stable before, during, and after the procedure.